Event description:
Procedure performed: hysterectomy event description: ai translation: inserted the device into the operative trocar, once placed in the pelvic cavity, upon opening it, damage to the 'pouch' is noted. The pouch is partly rippled and has a small hole. The pouch was withdrawn from the operative trocar and not utilised. Withdrew the device from the operating channel and used another device. Additional information received from applied medical representative via complaint form on 23-jan-24: this hospital has been using am bags for 8 years without problems. They inserted the bag into trocar into the cavity as usual, opened it and found the bag was creased and welded and with a hole. During an hysterectomy procedure after introducing the bag in cavity to insert the uturus which had been previously removed, the bag, at its disclosure, presented a crease as if it had been thermally welded and a hole. The surgeon therefore finished the operation by taking another bag (bag of the same lot which had the same defect of the layer of the previous one but without hole) so that he used it. Additional information received from applied medical representative via email on 25-jan-24: the damage was on the bag cuff (portion of the bag holding the cord). Additional information received from applied medical representative via email on 30-jan-24: they used the bag as it was only a little bit corrugated. It¿s neither a separate complaint nor a new one. It was said only for info. The ripple on the pouch is not creasing from the bag being inside the tube before deployment. No pictures available. Intervention: used another bag patient status: nothing occurred to patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of holes on the proximal portion of the bag. Based on the condition of the returned unit and the description of the event, it is likely that a sharp instrument or object came into contact with the tissue bag, causing the holes on the bag.

Event description:
Procedure performed: hysterectomy event description: ai translation: inserted the device into the operative trocar, once placed in the pelvic cavity, upon opening it, damage to the 'pouch' is noted. The pouch is partly rippled and has a small hole. The pouch was withdrawn from the operative trocar and not utilised. Withdrew the device from the operating channel and used another device. Additional information received from applied medical representative via complaint form on (B)(6) 2024: this hospital has been using am bags for 8 years without problems. They inserted the bag into trocar into the cavity as usual, opened it and found the bag was creased and welded and with a hole. During an hysterectomy procedure after introducing the bag in cavity to insert the uturus which had been previously removed, the bag, at its disclosure, presented a crease as if it had been thermally welded and a hole. The surgeon therefore finished the operation by taking another bag (bag of the same lot which had the same defect of the layer of the previous one but whithout hole) so that he used it. Additional information received from applied medical representative via email on 25jan24: the damage was on the bag cuff (portion of the bag holding the cord). Additional information received from applied medical representative via email on 30jan24: they used the bag as it was only a little bit corrugated. It¿s neither a separate complaint nor a new one. It was said only for info. The ripple on the pouch is not creasing from the bag being inside the tube before deployment. No pictures available. Intervention: used another bag patient status: nothing occurred to patient.